Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015 the pediatric patient's receiver had total loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.